Manufacturer narrative:
A patient's system was explanted as the patient was not utilizing therapy was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient and event information. Further information was requested but not received.

Event description:
Related manufacturer reference number: (B)(4). It was reported the patient had not used therapy. In turn, the system was explanted